Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure four resolute onyx des were implanted in the lad and rca. A grade b dissection of the mid rca was reported. The dissection was caused by a resolute onyx device and required the implantation of another resolute onyx des. The investigator assessed the event as possibly related to the index device and not related to the antiplatelet medication. The patient recovered. The sponsor assessed the event as possibly related to the device and not related to the antiplatelet medication.